Event description:
A falsely elevated advia centaur xp vitamin d result was obtained on a patient sample. The patient's previous result was lower. Repeat testing was performed on the patient sample and the result was much lower. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced the luminometer the next day. The fse replaced the base buffer, ancillary probe, bubble detector cable, base reservoir connector, and system fluid pcb on other visits to the customer site. A siemens field application specialist visited the customer site on (B)(4) 2012 to obtain information. There was no record of the original >250 nmol/l result on the advia centaur xp or any other sample with a result of >250 nmol/l for (B)(6) 2012. No audit trails for this sample were available within centralink or lis as the site only retains audit trails for 30 days. Therefore, it is impossible to establish whether the >250 nmol/l vitamin d result was generated by the advia centaur xp or manually edited into centralink or lis. The cause for the falsely elevated vitamin d total result is unknown. The instrument is performing within specification. No further evaluation of the device is required.